Event description:
Tip was almost broken off. Product was being used in a duct, not in urethra. Health workers did not notice tip almost off. Since product was being used in a duct there was no damage or injury to pt as size of duct is larger than urethra.